Event description:
Reporter alleged blood glucose measured 405, 195, 243, & 160 mg/dl, when all tests were performed within 10 minutes. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.